Event description:
Caller alleged discrepant result with the inratio2 meter compared to the lab for one pt. Result as follows: date: (B)(6) 2012, pt's poc: >8 (not an inratio meter). Inratio initial: 2.8, inratio repeat: >7.5, inratio repeat: 2.4, lab inr: 10. Time elapsed between each method of testing was less than one hour. Pt's therapeutic range is: 2.0-3.0.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with the lab results provided by the end-user at time complaint was filed: date: (B)(6) 2012, inratio meter result: 1 = 2.8, inratio meter result 2 = >7.5, inratio meter result 3 = 2.4, poc meter = >8, reference = 10.0, mean = n/a, confidence limits = n/a. Unable to calculate mean and confidence limits since >8 and 7.5 are not actual values. These results are considered inaccurate within the context of the documented viability for inr testing. Additional investigation is required. Inratio precision data provided by end-user lot: date: (B)(6) 2012, inratio results: (2.8, >7.5, 2.4), mean: n/a, sd: n/a, %cv: n/a. Since % cv is more than 20%, the precision test failed the criteria for precision. Additional investigation is required. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 280623. Test results as follows: donor: 207, inratio results: (3.2, 3.4, 3.0), reference: 2.86, bias threshold: 1.86 - 3.86, %cv: 6.25. Donor: 225, (3.6, 4.1, 3.4), 4.48, 3.48 - 5.48, 9.74. At least two out of three replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than %16. Precision criteria have been met. No further investigation is necessary. Conclusion: analysis of client's data from inratio and reference method revealed that test results did not meet accuracy criteria. Analysis of the client's data from repeat inratio test results did not meet precision criteria. Root cause could not be determined from the info provided by the customer. No product was expected to be returned, review of recent in-house therapeutic sample testing found retain strips met accuracy and precision criteria. (B)(4). This issue will continue to be tracked and trended. No corrective action required at this time as no product deficiency was established.